Event description:
It was reported that the wake button was not working. Customer pressed the wake button multiple times and the wake button performed as intended. Customer¿s blood glucose level was 120 mg/dl. The customer reverted to manual insulin injections for insulin therapy.